Event description:
It was reported by service report that the siderail was not locking in the up position due to broken toprail and the foot end jack was drifting down. No pt involvement or adverse consequences are reported.